Event description:
It was reported to ventec that upon powering their device on, its power button turned pink/red and it would alarm very loudly. The device also made a loud knocking noise and presented a "system fault" message on its display which was flashing. When attempting to advance screens the touchscreen lcd would not respond. The reporter advised that he had to remove the batteries in order to get the device to shut down. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device being inoperative was confirmed. Ventec observed that the device alarmed and presented a "system fault" message at power on and continually rebooted on its own. Additionally, the reported knocking sound was confirmed. It was determined that the knocking sound was the cough assist throw each time the device rebooted. Ventec opened the device to perform a visual inspection and observed that the internal flow transducer (ift) cable was not fully seated. Ventec then reseated the ift cable which resolved the reported issue. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue was that the ift cable was not fully seated.